Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, scanner damaged. No light when currently loading meds manually without scanning the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner did not scan and no lights displayed. A field service engineer replaced the universal serial bus (usb) scanner cable to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.